Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient pump reset; however, a specific cause for this event could not be conclusively determined through this evaluation. The lvad (left ventricular assist device) event log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. A transient pump reset event was captured on (B)(6) 2023. A specific cause for the observed reset could not be determined as there is no corresponding controller event data available for this timeframe. No other notable events were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. These documents outline system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the submitted log file revealed a pump stop on (B)(6) 2023 at 14:59:15. No cause for the events was identified and it was unknown if the patient experienced any symptoms during the pump stop. The patient was noted to be forgetful and a poor historian. The patient was under hospice care at home as of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that review of the submitted log file revealed a pump stop on (B)(6) 2011 at 0:00:01 which was associated with a controller clock reset and an additional pump stop on (B)(6) 2023 at 14:59:15. No cause for the events was identified and it was unknown if the patient experienced any symptoms during the pump stop. The patient was noted to be forgetful and a poor historian. The patient remained under hospice care at home as of (B)(6) 2023.